Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: there was no product analysis required since the reported issue was against a labeling issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq starter kit was allegedly missing the meter, strips, lancing device, lancets, and carrying case. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter kit did not come with meter, strips, lancing device, lancets, and carrying case. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.